Event description:
On (B)(6) 2009, the patient reported the piston rod of his insulin infusion device "sticks" during retraction and does not advance 1/8" up. He taps his device on a surface to advance the piston rod so he can insert the cartridge. He stated he has had this issue before which he resolved by changing the battery, but he now thinks it is not battery related. The patient confirmed he is using the proper battery type and setting. He said his device has not had hard mechanical impact or been exposed to liquids or water. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.